Event description:
Subject ID: (B)(6). Clinical adverse event received for l shoulder fracture. Device and procedure (relatedness). Relation to study device? No information provided. Relation to study procedure? No information provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).